Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. The device was visually inspected. During the evaluation the service center found evidence of foam particles. The service center also found corrosion in device (scrap) and connector oxide contamination. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.